Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. An additional investigation was completed and it was determined that the image sensor unit cable had no disconnection. Therefore, it is likely that the image sensor unit malfunctioned. Possible causes for the image sensor failure include; connecting/disconnecting the video connector while the power was on (could result in overcurrent), the video connector temporarily short-circuited when connecting the video system center due to moisture on the electrical contacts of the video connector, static electricity was produced from the electrical contacts of the video connector, and/or the image sensor experienced breakage due to physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image disappeared, the bending angle was insufficient, there were curved rubber scratches, the curved rubber adhesive was missing, scratches were found on the nigiri cover, switch 1 was not working, the operating angle fixing part was loose, scratches were found on the operation part, scratches were found on the grip, there were scratches on the angle lever, scratches were found on the right/left lever, scratches were found on the video connector, the video connector was cracked, scratches were found on the light guide connector, and scratches were found on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a momentary blackout of the image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external stress being applied to the curved part, and the built-in signal cable was also loaded and damaged. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event occurred prior to a procedure on an unknown date.